Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. The customer provided with 2 serial numbers for the hysteroscopes used in the procedures but was not able to differentiate which one was used in each of the procedures (B)(4) and (B)(4), hologic has performed a device history record (DHR) for the reported lot/serial number(s). The device(s) were released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. 3 devices were involved on this case: 1222780-2022-00297 / 1222780-2022-00298.

Event description:
It was reported on (B)(6) 2022 by a medical director that three patients came back post-myosure hysteroscope procedures with infections. No injury to the patient and they received antibiotics. 2 out of the 3 cases were related to diagnostic hysteroscopy and 1 was related to a laparotomy and hysteroscopy. No additional information is available.